Manufacturer narrative:
As reported by the legal brief, the plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, perforation of the inferior vena cava (ivc) and becoming unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty and perforation of the vena cava could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Additionally, vessel injury is a well known complication of ivc filter implantation. The mechanism of the perforation is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, perforation of the inferior vena cava (ivc) and becoming unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc) and becoming unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The following additional information received per the medical records indicates that the patient has a history of deep vein thrombosis (dvt) and was scheduled to undergo gastric bypass surgery a week post the filter implantation. The filter was deployed between the l1 and l2 without any reported complications. The patient tolerated the index procedure well and was sent to recovery in stable condition. According to the discovery form, medical conditions outlined include a history of deep vein thrombosis (dvt) and conjunction before bariatric procedure to prevent dvt. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include perforation of filter struts outside the ivc and irretrievable ivc filter; however, documentation regarding retrieval attempt information and details have not been provided. The patient further reports coumadin therapy for life, arixtra injection, stress, anxiety and mental anguish.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt) and scheduled gastric bypass surgery one week post the filter implantation. The filter was deployed between the l1 and l2 without any reported complications. The patient tolerated the index procedure well and was sent to recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the ivc and becoming unable to be retrieved. The patient reports perforation of filter struts outside the ivc and irretrievable ivc filter; however, there is no documented retrieval attempt. The patient further reports stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep vein thrombosis (dvt) and was scheduled to undergo gastric bypass surgery a week post the filter implantation. The filter was deployed between the l1 and l2 without any reported complications. The patient tolerated the index procedure well and was sent to recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc) and becoming unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot (r0906453) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The trapease device is not indicated for retrieval. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the medical records indicates that the patient has a history of deep vein thrombosis (dvt) and was scheduled to undergo gastric bypass surgery a week post the filter implantation. The filter was deployed between the l1 and l2 without any reported complications. The patient tolerated the index procedure well and was sent to recovery in stable condition. Additional information is pending and will be submitted within 30 days upon receipt.